Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: calcification. (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with 375cc mentor memorygel breast implants experienced a right sided granuloma with gel bleed and left sided calcifications post procedure. A palpable high-density granuloma of the right breast has been demonstrated through mammography since 2015, and was also seen through multiple ultrasound examinations. This region of the right breast and axillary lymph nodes showed findings consistent with extracapsular rupture through imaging, as silicone appeared present. Ultrasound and mammography also demonstrated benign calcifications in the left breast. The devices were explanted intact, meaning free silicone present in imaging of the right breast, was probably more consistent with a gel bleed than rupture. Bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed with explant. See 1645337-2020-13227 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 5, 2020. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection, because microcalcifications are considered a halfmark of malignant breast disease. Although clinicians have recommended pre- and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports were identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et aj. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).